Event description:
Covidien received a report where it was alleged that device "was not working right" and the unit reportedly "showed zeros". According to the reporter, it is unknown if the patient was being monitored during the incident.

Manufacturer narrative:
Device is returning to manufacture for failure investigation. A follow up report will be submitted with results of the investigation. See scanned page.